Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of ischemia and stenosis are listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019, a 3.25 x 38 mm xience sierra stent was successfully implanted in the mid left anterior descending (lad) artery. On (B)(6) 2020, 50-60% occlusion was noted in the proximal to mid lad and another stent was implanted overlapping the 3.25 x 38 mm xience sierra stent. There was no adverse patient sequela. No additional information was provided.